Event description:
It was reported that there was return of patient symptoms. The patient experienced increased spasticity following a refill on (B)(6) 2012. The surgeon suspected a pump or catheter problem. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patients increased spasticity had been ongoing for greater than 6 months prior to the patient establishing care with his current physician. It was indicated that the patient was first examined by his current physician in july. It was noted that the pump was non-functional with catheter related problems. It was later reported that the cause of the event was due to catheter migration/dislodgement and failure to aspirate the catheter. The location of the catheter issue was unknown. There had been no surgical intervention indicated and no hospitalization required.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).